Event description:
Pt experienced injury to the gums near the lower left cuspid when inadvertent contact of transbond plus self etching primer to this area occurred. Orthodontist stated that although the affected area was carefully rinsed after the contact with the transbond plus self etching primer, an examination a week later revealed gingival necrosis and the gum tissue sloughing off to the point at which some tooth root was exposed. Pt has consulted with a dentist who plans to do a gingival graft.